Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2026-078790 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR submission, the g7 wearable was received for evaluation on 3/10/2026, and the applicator was received on 3/5/2026. The investigation was completed on 3/18/2026. Upon further review, the complaint was determined to be not reportable per (B)(4).